Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) pt developed a chronic infection of the pocket, requiring explant of the device. The pt's transvenous left ventricular (lv) lead, transvenous right ventricular (rv) lead, OEM manufactured right atrial (ra) lead, and OEM manufactured lead adapter were abandoned surgically. The physician elected to cap these leads in order to treat the infection. The physician plans to bring the pt back in once the infection has cleared up, and to laser extract the leads at that time. No adverse pt effects have been reported as a result of these observations. This event will be updated, if any additional information is received. Despite the complaint stating this lead was capped, an explant date was provided by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.